Event description:
It was reported that at an emergent follow-up appointment, four inappropriate shocks due to over-sensed noise were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system in the primary sensing vector. Provocative maneuvers were performed, but the noise was not reproducible. The physician programmed the s-ICD to the secondary sensing vector and forwarded the device data to boston scientific technical services (ts) for review. Ts discussed that the signals were most likely the result of over-sensed sense node b signal artifacts. Close remote monitoring was recommended, if the physician preferred a non-invasive solution. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that at an emergent follow-up appointment, four inappropriate shocks due to over-sensed noise were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system in the primary sensing vector. Provocative maneuvers were performed, but the noise was not reproducible. The physician programmed the s-ICD to the secondary sensing vector and forwarded the device data to boston scientific technical services (ts) for review. Ts discussed that the signals were most likely the result of over-sensed sense node b signal artifacts. Close remote monitoring was recommended, if the physician preferred a non-invasive solution. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.